Event description:
A report was received by the (B)(4) study that approximately twenty-two hours after the index procedure, the patient experienced an elevated ck-mb and troponin I of 19.5 (uln 5.0) and 4.23 (uln 0.15) respectively. Eighteen months after the index procedure, the patient underwent implantation of an unknown drug-eluting stent in the mid left anterior descending (lad) coronary artery. The indication for the procedure was angina and positive functional test for ischemia. The target lesion was located in the proximal circumflex (cx) and first obtuse marginal (om). The lesion in the proximal cx was described was described as de novo, type a, 20mm in length, 90% stenosed, lesion included side branch less than equal to 2.5mm, non-thrombosed, with no calcification. The reference vessel was 3.0mm in diameter and non-tortuous. No pre-dilation was done and a 3.0x23mm cypher rx stent was implanted at 14atms. Post-dilation was done with an unknown 3x15mm balloon catheter at 22atms. The lesion in the first om was described as de novo, type a, 15mm in length, 85% stenosed, lesion included side branch less than equal to 2.5mm, non-thrombosed, with no calcification. The reference vessel was 2.5mm in diameter and non-tortuous. Pre-dilation was done with a non-cordis balloon catheter at 8atms and a 2.5x18mm cypher rx stent was implanted at 14atms. Post-dilation was done with 3x15mm balloon catheter at 14atms. Residual stenosis for both cypher rx stents was 0%. Pre and post-procedure timi flow for both stents was 3. No dissection occurred during the procedure. Eighteen months after the index procedure, the patient underwent implantation of an unknown drug-eluting stent in the mid left anterior descending (lad) coronary artery.

Manufacturer narrative:
This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2011-00437 and 3003742446-2011-00438. The complaint received states that during procedure, this (B)(4) study patient had hypoperfusion in one of the target sites and post index procedure had elevated cardiac enzymes. This is a (B)(6) female with medical history including angina, positive functional test for ischemia, hyperlipidemia, hypertension, chronic obstructive pulmonary disease, and ovarian cancer. The index target lesions were located in the proximal circumflex (cx) and first obtuse marginal (om). The lesion in the proximal cx was described as de novo, type a, 20mm in length, 90% stenosed, lesion included side branch less than equal to 2.5mm, non-thrombosed, with no calcification. The reference vessel was 3.0mm in diameter and non-tortuous. No pre-dilation was done and a 3.0x23mm cypher rx stent was implanted at 14atms. Post-dilation was done with an unknown 3x15mm balloon catheter at 22atms. The lesion in the first om was described as de novo, type a, 15mm in length, 85% stenosed, lesion included side branch less than equal to 2.5mm, non-thrombosed, with no calcification. The reference vessel was 2.5mm in diameter and non-tortuous. Pre-dilation was done with a non-cordis balloon catheter at 8atms and a 2.5x18mm cypher rx stent was implanted at 14atms. Post-dilation was done with 3x15mm balloon catheter at 14atms. Residual stenosis for both cypher rx stents was 0%. Pre and post-procedure timi flow for both stents was 3. No dissection occurred during the procedure. Approximately twenty-two hours after the index procedure, the patient experienced an elevated ck-mb and troponin I of 19.5 (uln 5.0) and 4.23 (uln 0.15) respectively. The site reported that the elevated cardiac enzymes during the index procedure were not clinically significant. The patient did not have a myocardial infarction. The cause of the elevated cardiac enzymes was procedural slow flow. Core angiographic lab report shows an absence on no reflow phenomenon at the end of the procedure. There is no documented treatment of a hypoperfusion event. There are no further details regarding the hypoperfusion event. The patient was discharged the next day on a dual anti-platelet medication regimen. Eighteen months after the index procedure, the patient underwent implantation of an unknown drug-eluting stent in the mid lad (non-index target site) coronary artery. The index stents remain implanted thus unavailable for analysis. (B)(4) - a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15076318 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4) - a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15076322 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Hypoperfusion (no reflow) is a known potential adverse event associated with all stent implantation procedures. This event is noted in the cypher instructions for use (IFU). Hypoperfusion can be associated with a combination of factors during an interventional procedure. The presence of debris from the target area, target area composition, prolonged manipulation of the target area, poor distal flow past the interventional equipment and target vessel spasm can all contribute to the formation of a hypoperfusion scenario. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the information does not allow for an accurate assessment of the contributing factors in this case; however, vessel, lesion and procedural issues may have contributed.

Manufacturer narrative:
The products are not available for evaluation. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2011-00437 and 3003742446-2011-00438. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15076322 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information will be submitted within 30 days from receipt. The elevated cardiac enzymes during the index procedure were not clinically significant. The patient did not have a myocardial infarction. The cause of the elevated cardiac enzymes was procedural slow flow. The patient was doing well status post stent placement of the mid lad on (B)(6) 2011.